Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested with coaguchek xs pro serial number (B)(4). At 1:41 p.m., a sample from the patient was tested on the meter, resulting as 7.2 inr. At 1:44 p.m., a sample was collected from a new finger of the patient and tested on the meter, resulting as 3.5 inr. The customer only believed the 7.2 inr value to be erroneous. When collecting samples for meter testing, the customer believed, but could not confirm that the patient's finger was allowed to dry prior to testing. At 2:15 p.m., a sample was collected from the patient and tested with an unknown laboratory method, resulting as 2.9 inr. No adverse events were alleged to have occurred with the patient. No medical treatment was required or received. The patient's medication dose was only withheld after receiving the laboratory. The patient's treatment decision was based only on the laboratory result, not the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every other week. The patient did not have any antiphospholipid antibodies. The patient had no symptoms of bleeding or bruising. The patient did not use any other anticoagulants. The patient did not have any changes in diet, health, or other medications. The patient did not have any special or unusual diet. The customer did not know if the meter heater plate was clean or if it was soiled. The facility does not have a routine cleaning schedule. The customer was not sure if internal controls passed on the meter. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Customer returned meter for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification.